Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the right side with a competitor's devices. Subsequently, the patient was revised to exactech devices and has experienced disassociation of the glenosphere component, approximately 2 years after the shoulder revision. It was reported, the patient reached behind car seat and immediately experienced pain and the shoulder felt "stuck." This resulted in loosening of baseplate screws and humeral stem lucency. As a result, after the revision to exactech devices, the patient reportedly underwent an additional right shoulder revision but no official date was stated or could be located. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 308-01-06 - 6x80mm distal stem modular cemented: (B)(6), 320-36-13 - 145-deg pe 36mm const hum liner +2.5:(B)(6), 320-35-02 - small superior augment glenoid plate: (B)(6), 320-32-36 - expanded gleno, 36mm, for small reverse: (B)(6), 320-10-00 - equinoxe rev tray adapter plate tray +0: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 308-05-17 - distal fixation ring ha 17.5: (B)(6), 308-09-12 - small prox body +12.5: (B)(6), 308-15-12 - taper locking screw 12.5: (B)(6), 320-20-22 - eq rev comp screw lck cap kit, 4.5 x 22mm: (B)(6), 320-20-22 - eq rev comp screw lck cap kit, 4.5 x 22mm: (B)(6), 320-20-26 - eq rev comp screw lck cap kit, 4.5 x 26mm: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d6b, h6. MDR section codes updated/corrected: b, c, d, e, f, g. The revision reported may have been the result of the glenoid baseplate and distal stem loosening as reported. Also, the reported loosening of the implants may have caused the reported pain. However, the loosening cannot be confirmed and any potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.